Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, the right atrial lead had "poor numbers through the device"; good sensing would be observed, then the threshold would increase. The lead was repositioned multiple times, and tested acceptably through the lead analyzer, but the issue persisted. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the full lead was returned and analyzed. Analysis indicated that the setscrew marks on the connector pin were too proximal. Visual analysis of the lead indicated damage at implant. The analyst noted that there are more than one sets of setscrew marks on the is-1 pin. One set of setscrew marks on the is-1 pin is too proximal - lead was not fully inserted into the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.